Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the all buttons of the insulin pump had bad response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self and the displacement test, verify led anomaly, unresponsive keypad, blood glucose meter communication, and the auto calibration feature due to blank display. Device was also received with the case cracked behind the device at the corner of the belt clip rails.